Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a pump problem. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes, based on analysis results, product analysis confirmed the reported events related to a pump problem. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had multiple holes in the outer tube at corner of a fold which led to multiple leaks in the cylinder bodies. Cylinder 2 had a hole with broken fabric threads that was the result of fatigue and wear in the distal cylinder body. Both cylinders were not pressure tested due to the leak that was identified. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. The pump passed all tests performed. The identified fluid leak was also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen because the reported events were confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a pump problem. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was stable and the event resolved.